Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes post a port placement, the device allegedly had a subcutaneous leakage during drug administration. There was no reported patient injury.

Event description:
It was reported that sometimes post a port placement, the device allegedly had a subcutaneous leakage during drug administration. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport implantable port and a groshong catheter was received for evaluation. The cath-lock was received detached. Visual, microscopic, tactile and functional evaluations were performed. Upon infusion, no leaks were observed. Multiple splits were noted to the proximal end portion of the catheter. Therefore, the investigation is unconfirmed for the reported leak issue and confirmed for identified fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2023), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.